Event description:
The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. The reported device was not returned to france as repairs were carried out locally by (B)(6) canada. It was reported in this claim that the pump was triggering an alarm and error 42 was displayed on the screen. During servicing, it was impossible to connect the pump to partner in order to complete calibrations. To solve this issue, the downstream sensor was replaced. Then the pump performed pressure, door and flow rate calibrations. After several attempts, the defective spare part was not sent back to brézins for investigation. The reported failure is probably due to a defective pressure sensor, however the root cause could not be identified. This event is likely linked to a known issue with defective pressure sensors and the root cause is being adressed with an internal CAPA opened in july 2020. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 42 (downstream pressure sensor; replaced). More follow up information is needed to complete the investigation.